Event description:
On (B) (6) 2004, this pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B) (6) 2009, and (B) (6) 2009, follow-up CT images demonstrated possible proximal type I endoleak. No aneurysm enlargement was identified. On (B) (6) 2010, a reintervention occurred to repair a proximal type I endoleak. It was discovered during the procedure that the endoleak was a result of a large calcification between the proximal aortic neck and the proximal end of the graft. Two aortic extender components were placed proximally. The endoleak was resolved. The pt tolerated the procedure and is doing well. No further complications have been reported at this time.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Proximal type I endoleak required reintervention.